Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
The clinician reported that three months after the dental implant was placed, osseointegration was not achieved. Clinician noted fair oral hygiene and peri-implantitis. A bone graft was not performed. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that three months after the dental implant was placed, osseointegration was not achieved. Clinician noted fair oral hygiene and peri-implantitis. A bone graft was not performed. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.